Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. The physician reported patient disease progression of an iliac aneurysm unrelated to the initial implant. The physician elected to implant two infrarenal aortic extensions as well as an iliac extension to seal the aneurysm.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. Clinical also identified a type 3b endoleak and a type 1a endoleak. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; off label use, incorrect sizing of the initial implanted components, patient on antiplatelet therapy, and patient anatomy.